Event description:
It was reported that during a vacation in greece, the patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while showering. Upon arrival at a local hospital, it was noted that the patient's potassium and electrolyte levels were quite low, and multiple electrolyte infusions were delivered. The patient has since returned back home to the united kingdom and presented for an in-clinic follow-up appointment with their monitoring physician. Arm maneuvers were performed, which revealed myopotential noise that was correctly labelled and not over-sensed. Additionally, s-ICD device can and electrode manipulations were also carried out. The physician provided the device data to boston scientific technical services (ts) for review, where it was confirmed that the single inappropriate shock was delivered due to over-sensed, likely non-physiological, artifacts. These artifacts were confirmed to be different that the replicable myopotential noise seen in-clinic. The patient also has a competitor's concomitant cardiac resynchronization therapy defibrillator (crt-d) system, which is used solely for pacing. It was stated that at the time of the inappropriate shock, no abnormalities were observed with the crt-d system. Ts recommended performing an additional fast-tapping maneuver over the s-ICD system components to attempt to replicate the previously observed artifacts, as well as providing the specific crt-d settings and post-implant x-ray images. These were subsequently provided to ts, where it was confirmed that there were no outstanding issues with the s-ICD system placement, nor were there any matching timings within the crt-d data. Ts again recommended performing the fast-tapping maneuver over the proximal and distal electrode cables, as the inappropriate shock had been delivered in the alternate sensing vector. The patient was brought back into clinic, where the recommended tapping maneuvers did not replicate any artifacts. After providing this detail to ts, it was confirmed that the event does not seem to be consistent with a typical mechanical electrode fracture, as there was no evidence of system baseline instability. Regardless, additional recommendations were provided to attempt to reproduce the event artifacts, such as re-performing automatic set-up to assess all sensing vectors, as well as further provocative maneuvers and isometrics. If no abnormalities are recreated during troubleshooting, the source of the artifacts may be unable to be identified. Additional review of the concomitant crt-d should also be performed to exclude potential transthoracic signals, such as minute ventilation signals or thoracic impedance measurements. Ts stated that the artifacts during the event had irregular intervals, which could be indicative of external factors, especially if no abnormalities are observed during the recommended testing. At this time, the s-ICD system remains implanted, in-service, and no additional adverse patient effects were reported. The concomitant crt-d system are not boston scientific products.

Event description:
It was reported that during a vacation in greece, the patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while showering. Upon arrival at a local hospital, it was noted that the patient's potassium and electrolyte levels were quite low, and multiple electrolyte infusions were delivered. The patient has since returned back home to the united kingdom and presented for an in-clinic follow-up appointment with their monitoring physician. Arm maneuvers were performed, which revealed myopotential noise that was correctly labelled and not over-sensed. Additionally, s-ICD device can and electrode manipulations were also carried out. The physician provided the device data to boston scientific technical services (ts) for review, where it was confirmed that the single inappropriate shock was delivered due to over-sensed, likely non-physiological, artifacts. These artifacts were confirmed to be different that the replicable myopotential noise seen in-clinic. The patient also has a competitor's concomitant cardiac resynchronization therapy defibrillator (crt-d) system, which is used solely for pacing. It was stated that at the time of the inappropriate shock, no abnormalities were observed with the crt-d system. Ts recommended performing an additional fast-tapping maneuver over the s-ICD system components to attempt to replicate the previously observed artifacts, as well as providing the specific crt-d settings and post-implant x-ray images. These were subsequently provided to ts, where it was confirmed that there were no outstanding issues with the s-ICD system placement, nor were there any matching timings within the crt-d data. Ts again recommended performing the fast-tapping maneuver over the proximal and distal electrode cables, as the inappropriate shock had been delivered in the alternate sensing vector. The patient was brought back into clinic, where the recommended tapping maneuvers did not replicate any artifacts. After providing this detail to ts, it was confirmed that the event does not seem to be consistent with a typical mechanical electrode fracture, as there was no evidence of system baseline instability. Regardless, additional recommendations were provided to attempt to reproduce the event artifacts, such as re-performing automatic set-up to assess all sensing vectors, as well as further provocative maneuvers and isometrics. If no abnormalities are recreated during troubleshooting, the source of the artifacts may be unable to be identified. Additional review of the concomitant crt-d should also be performed to exclude potential transthoracic signals, such as minute ventilation signals or thoracic impedance measurements. Ts stated that the artifacts during the event had irregular intervals, which could be indicative of external factors, especially if no abnormalities are observed during the recommended testing. Recently, the patient was evaluated in-clinic, where the noise was unable to be reproducible. Ts was again contacted and confirmed that the previous artifacts were likely external in origin. The physician is continuing with normal monitoring. At this time, the s-ICD system remains implanted, in-service, and no additional adverse patient effects were reported. The concomitant crt-d system are not boston scientific products.

Event description:
It was reported that during a vacation in greece, the patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while showering. Upon arrival at a local hospital, it was noted that the patient's potassium and electrolyte levels were quite low, and multiple electrolyte infusions were delivered. The patient has since returned back home to the united kingdom and presented for an in-clinic follow-up appointment with their monitoring physician. Arm maneuvers were performed, which revealed myopotential noise that was correctly labelled and not over-sensed. Additionally, s-ICD device can and electrode manipulations were also carried out. The physician provided the device data to boston scientific technical services (ts) for review, where it was confirmed that the single inappropriate shock was delivered due to over-sensed, likely non-physiological, artifacts. These artifacts were confirmed to be different that the replicable myopotential noise seen in-clinic. The patient also has a competitor's concomitant cardiac resynchronization therapy defibrillator (crt-d) system, which is used solely for pacing. It was stated that at the time of the inappropriate shock, no abnormalities were observed with the crt-d system. Ts recommended performing an additional fast-tapping maneuver over the s-ICD system components to attempt to replicate the previously observed artifacts, as well as providing the specific crt-d settings and post-implant x-ray images. These were subsequently provided to ts, where it was confirmed that there were no outstanding issues with the s-ICD system placement, nor were there any matching timings within the crt-d data. Ts again recommended performing the fast-tapping maneuver over the proximal and distal electrode cables, as the inappropriate shock had been delivered in the alternate sensing vector. The patient was brought back into clinic, where the recommended tapping maneuvers did not replicate any artifacts. After providing this detail to ts, it was confirmed that the event does not seem to be consistent with a typical mechanical electrode fracture, as there was no evidence of system baseline instability. Regardless, additional recommendations were provided to attempt to reproduce the event artifacts, such as re-performing automatic set-up to assess all sensing vectors, as well as further provocative maneuvers and isometrics. If no abnormalities are recreated during troubleshooting, the source of the artifacts may be unable to be identified. Additional review of the concomitant crt-d should also be performed to exclude potential transthoracic signals, such as minute ventilation signals or thoracic impedance measurements. Ts stated that the artifacts during the event had irregular intervals, which could be indicative of external factors, especially if no abnormalities are observed during the recommended testing. Recently, the patient was evaluated in-clinic, where the noise was unable to be reproducible. Ts was again contacted and confirmed that the previous artifacts were likely external in origin. The physician is continuing with normal monitoring. However, recently, the patient had travelled back to greece and was staying at the same hotel, when they received an additional inappropriate shock while showering. The patient contacted their monitoring physician, who suspected a problem with the hotel's earthing of the shower pump, which could have resulted in external noise. The patient elected to transfer to a different hotel to resolve the event and no additional adverse patient effects were reported. At this time, the s-ICD system remains implanted, in-service. The concomitant crt-d system are not boston scientific products.